Manufacturer narrative:
Other applicable components are: product ID 3537 lot# serial# unknown implanted: explanted: product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from a consumer regarding a trial patient with an external neurostimulator (ens) reported the controller was no longer working due to the not feeling fluttering. The patient noted the controller stated, ¿unable to locate the device.¿ the patient also moved himself to the right side without knowing. The patient spoke with agent and was made aware of fluttering and how it was not going to constant. The patient was able to go back to the left side at 0.7 and felt fluttering in the buttocks. It was unknown why the device stated, ¿unable to locate device¿. Additional information from the patient on (B)(6) reported the patient perception of therapy was a 2 and was not having any luck using his catheter, it leaked all over the place. The patient stated the large ones were too large and he was raw down there. There were no further complications that have been reported as a result of this event.